Event description:
It was reported that during a demo maintenance, the High Flow Insufflation Unit was found to have experienced a front panel blackout offset adjustment issue. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.